Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Additionally, there were pacemaker mediated tachycardia (pmt) episodes that appeared to be atrial driven. It was noted that the auto-thresholds were higher than the programmed output. No asystole was reported as the patient had an underlying rhythm. Technical services (ts) suggested to have the reports be further reviewed by the doctor and paged the local boston scientific representative for further evaluation. The health care professional (hcp) stated that they were going to do the chest x-ray to verify lead placement. The device remains in use. No adverse patient effects were reported.